Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jun-27, (B)(4) (con): information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that the old system had to be replaced because it was not helping the patient. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.